Event description:
It was reported by the sales rep in china that during an unspecified surgical procedure on (B)(6) 2024 the lupine br ds w/orthcrd device anchor was deformed and broken during implantation. The anchor was removed from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to depuy synthes mitek, however photos were provided for review. The photo investigation revealed that lupine br ds w/orthcrd was detached from the suture loop. The suture had foreign matter, presumably biological matter. The inserter tip was deformed. Additionally, the image quality is poor and no observations of the anchor condition could be made, however based on the detachment from the suture loop it could be determined that the anchor was broken. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU- 109362 do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. E1: report facility: (B)(6).